Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that multiple malfunction alarms occurred. Reportedly, the customer reverted to alternate method of insulin therapy. Customer's blood glucose was 256 mg/dl.